Manufacturer narrative:
As no additional information is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient was in recovery following an unspecified operation when it was noted that he was being paced at 130 beats per minute. The physician interrogated this pacemaker and the rhythm broke. It was suspected that the undesired pacing rate was occurring due to interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation feature of the implanted device was programmed on. No adverse patient effects were reported. Boston scientific technical services provided troubleshooting options. The pacemaker remains in service.